Manufacturer narrative:
(B)(4). Batch # r94c3y. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 9 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device lot r40x2p number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch r94c3y number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Additional information was requested, and the following was obtained: please clarify: not firing well. Was the device difficult to fire? Did the device not fire at all? Did the device fire and then stop firing? Did the clips drop or eject from the jaws of the device? Were the clips malformed? Response: customer informed me that the clips were not completely closing. The distal ends of the clip would touch but not complete the second stage to completely close off the clip. They ended up just using another clip applier and it performed fine. What procedure were they performing? N/k. The lot number provide is not valid, is the batch or lot number available? No provided and device has been discarded.

Event description:
The endoscopic multi clip applier not firing well. There were no patient consequences.